Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure, it was observed that a finger had separated from the implant due a broken eyelet. There were no abnormalities in the patient's atrium size or anatomy. The first implant was successfully implanted in a central posterior-septal position (there was a pacemaker lead posterior to that position). The second device was prepared according to the manual, with a visual inspection confirming no defects and proper movement of the clasps. After preparation, the device was advanced into the right atrium and steered towards the valve. The clasps check showed no issues. After closing, the implant was rotated approximately 2-3 hours to fit in the grasping view and then advanced into the right ventricle. The first grasp showed no visual defects. After the first grasp, the central finger was observed to be detached from the implant and interacting with the first implant. After discussion, it was decided to proceed with the procedure and reposition the second device. Following two optimizations, the device was implanted in a posterior-septal position. Both the implant system (is) and the guide sheath (gs) were then removed and flushed with saline. At this point, the eyelet of the implant catheter was found to be broken. After flushing, the eyelet was not found. The initial tricuspid regurgitation (tr) grade was massive 4+, and it was grade 1+ post-procedure. The patient left the operating room in stable condition.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint # (B)(4). It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. B2: other serious - even though there was no adverse outcome for the patient, there is potential for serious injury due to the separation of a device fragment. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Information added/updated to section b4, d4 (serial number and lot number), g3, g6, h2, h3 and h6 (type of investigation, investigation findings, and investigations conclusions) the complaint for premature detachment of implant from delivery system/unable to actuate implant was confirmed with objective evidence based on the evaluation of the returned device and evaluation of the returned procedural imaging. Evaluation of the procedural imaging of this case confirmed there was visual separation of one attachment finger from the implant. The user decided to proceed and deploy the implant following normal steps. Once implant was successfully deployed and upon retrieval of the delivery system, it was confirmed that an eyelet was broken off the attachment finger of the implant delivery system. Both implant delivery system and guide sheath system were returned for evaluation. The eyelet was confirmed to be broken, and was unable to be found, suggesting that the eyelet potentially embolized in the patient. The device history record review was completed, and this lot passed all manufacturing and sterilization inspections. The device history review portion of the investigation found no non-conformances related to the device/lot. However, investigation of this event identified that inadvertent eyelet manipulation during the manufacturing process may damage the eyelets on the attachment fingers of the implant catheter, which can result in the eyelets breaking during use. While mitigations are in place to identify a broken eyelet during receiving inspection, device assembly, and functional checks during device preparation, corrective actions are being implemented as part of CAPA and scar to ensure proper handling of the eyelets and minimize sources of compressive strain on the eyelets during processing. Therefore, the root cause for this event is manufacturing.